Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an insulin safety syringe. The customer reports the needle's safety mechanism did not activate, resulting in the nurse receiving a needle stick after the injection was given.